Manufacturer narrative:
Reliability analysis inspected one opened and used reservoir performed a visual inspection and found snap-cap or septum detached from the reservoir head and lodged inside of the base of the transfer guard.

Event description:
It was reported the rubber septum came off with the blue transfer guard attached to it. Customer's mother stated she had to use a syringe to get the insulin out of the reservoir.